Event description:
It was reported that "half of the pump touch screen was blank and the other half was greyed out." There was no adverse impact to the customer's blood glucose level. The customer will continue to use the current pump for insulin therapy.